Event description:
The customer reported that the tip has broken off of the feeding tube (item code 8884741821) in the kit. No injuries have occurred.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the issue reported. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. The kit was manufactured on october 31, 2017. A physical sample was not received for the investigation, but four photos were provided. The photos were evaluated but it was not possible to confirm the reported issue through the photos. A physical sample is required for further investigation. Without a physical sample we are unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue and determine the root cause. If samples are received at a later date, the complaint will be reopened, and the investigation will be updated accordingly. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for tracking and trending purposes.